Event description:
A malfunction alarm was reported, identified as malf 9, and the code was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the process, and confirmed that the issue did not recur afterwards. It was advised that the customer may continue using the pump and to report back if any malfunction codes occur again; the customer understood and acknowledged these instructions.